Manufacturer narrative:
(B)(4). The actual device was not available for evaluation; however, the customer provided one photo for analysis. The complaint of extension line leak during use was able to be confirmed by the photo as it revealed fluid leak near the hub. A device history record review was performed, and no relevant findings were identified. The instructions for use (IFU) provided with this kit warns the user, "slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes. Warning: open slide clamp prior to infusion through lumen to reduce risk of damage to extension line from excessive pressure.". The complaint of extension line leak during use was able to be confirmed by the photo as it revealed fluid leak near the hub. However, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the extension line was found leaking during use on the patient. The patient's condition is "fine".

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported the extension line was found leaking during use on the patient. The patient's condition is "fine".